Manufacturer narrative:
Device evaluation confirmed reported issue and determined the cause to be a failed vacuum sleeve.

Event description:
During pretest, probe failed and frosted and froze the full length of the shaft and hand piece.